Manufacturer narrative:
(B)(4).

Event description:
The customer reports the distal end of the dilator began to tulip during insertion.

Manufacturer narrative:
(B)(4). The customer returned a dilator for evaluation. Visual examination of the dilator revealed the tip was damaged. Microscopic examination revealed the tip of the dilator was split in two locations around the circumference of the tip. The circumference of the tip was slightly flared outward and white discoloration was found in the cracks on the tip, indicating stress. The dilator body length, the dilator outer diameter and dilator inner diameter were measured and all were found to be within specification. The dilator tip inner diameter could not be measured accurately due to the damage. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for dilator insertion. It instructs the user to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. Customer did not state whether the scalpel was used. The reported complaint that the dilator tip was damaged during use was confirmed by complaint investigation. The tip of the returned dilator was cracked and the material in the dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received and the customer report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the distal end of the dilator began to tulip during insertion.